Event description:
After a pressure wire (volcano verrata) was inserted, physician was unable to remove. The physician felt that the wire was caught and after several attempts to remove it, when the wire was removed, it was noted that the tip of the wire remained in the left main artery. Cardiac surgery was consulted and two days later, the patient was brought to the operating room to have the piece of wire removed.